Manufacturer narrative:
A quidel representative was sent onsite to perform troubleshooting. During the onsite visit a heating block temperature issue and a potential contamination source in the transfer pipette storage was identified and corrected. Since the site visit no further issues have occurred and customer feels issue is resolved. Root cause: unable to determine / possible equipment malfunction and/or contamination. Source: phone.

Event description:
Customer reporting false positive sars result on 1 patient tested 2 times. Customer communicated the result was confirmed negative by pcr two days prior. Symptomatic status of patient is unknown. Report 2 of 2.